Event description:
The device was used during delivery. Thirty hours post delivery pt had seizures. Pt admitted to the neonatal intensive care for 8 days. Pt had IV's for 7 days, antibiotics and full monitoring. Diagnosed with cerebral edema as a result of traumatic delivery. Pt is taking seizure medications, is under the care of a pediatric neurologist and the long term neurological deficit is yet to be determined. Reporter is concerned that this event and others heard of from other healthcare workers could be from inadequate training but regardless if it is from either the device or training, reporter feels device should be removed from market if problem not solved. Reporter is concerned that too many babies are being harmed.